Manufacturer narrative:
No patient samples were available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. An extensive investigation has confirmed a lower specificity for reagent lot 671956 compared to the previous lot 652164, showing an increase of approx.1.2 % in the amount of reactive elecsys toxo igm results. The determined specificity of the affected lot 671956 was lower compared with the specificity claims in the method sheet, however, within the lower confidence limits of labeled method comparison studies.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received false positive results for an unspecified number of patient samples tested with elecsys toxo igm on cobas e 801 analytical unit serial number (B)(4). The customer stated they have been receiving a higher number of false positive patient results with reagent lot 671956. No specific patient data was provided. It was asked, but it is not known if any questionable results were reported outside of the laboratory.